Event description:
The customer reported that the insulin pump was dropped and bumped while having a car accident on (B)(6) 2013. The customer stated that the device was in her pocket and was thrown onto the seat. She mentioned that the battery cap was worn out and the threads on the battery cap were broken and cracked, which it happened during the accident. The blood glucose at time of call was 326mng/dl. The caller stated that the insulin pump alarmed motor error. Troubleshooting was performed, and no damage to the drive support cap noted. The device passed the displacement and self test and they passed. Attempted to contact the customer to see if she was hospitalized or received any kind of emergency treatment as a result of the vehicular accident with no result. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The motor passed the motor test. The device was received with broken battery cap, cracked display window corners, battery tube threads, reservoir tube, scratched lcd window and missing end cap sticker.